Event description:
The lag screw slid up and pierced through the head of the femur. It looks like the tip of the lag screw has stuck in the pelvis. Because the sliding nail cap holds the groove of the lag screw, the surgeon thinks the lag screw will not slide up any further. The patient has dementia syndrome and the surgeon thinks that the patient fell down. Revision surgery has not been scheduled due to the pt's poor health.